Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the distributer that during inventory check, customer ordered a box of 736g and stated that the catalog stated that it should come with a c3 needle profile on it labeling on box clearly reads 736g and has p-3 needle type on it, which with that description should be by the catalog states should be with 641g needled. The needle attached is a p3 but should have been a c3. There were no patient consequences reported.